Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump by technical support. Instructions were provided for returning the problematic pump, and the caller acknowledged understanding.